Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, reference: 2.7, mean: 2.30, confidence limits: 1.4-3.1. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, patient is taking antibiotics. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Customer was also wiping the first drop of blood. Per product user guide, it is advised that the first drop of blood be used. Patient's medication and improper sampling technique could have contributed to unexpected inratio results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (patient's mother) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.9, lab: 2.7. Patient's therapeutic range: 1.8-2.0 inr.